Event description:
Implant fracture.

Manufacturer narrative:
Implant region 36 fractured. Construction was a single crown on the implant. Bone loss and implant instability caused by patient related peri-implantitis is documented. Material analysis concluded mechanical overloading of the implant and patient related bruxism.

Event description:
Implant fracture.